Event description:
It was reported that the camera head smelled like burning. No patient injury reported.

Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of burnt smell and stuck coupler could not be reproduced. Product passed functional testing during 24 hour burn-in with no burnt smell and coupler was easily removed from housing. Video image remained constant throughout burn-in. All functions perform as expected. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the functional testing process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.